Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The 5x30 mm absolute pro self expanding stent was implanted without issue. The stent was post-dilated per standard procedure with a 4x40 mm armada 18 percutaneous transluminal angioplasty (pta) catheter and at this time it was noted that the balloon was longer than expected. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported complaint was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported complaint could not be determined. A cine was received and reviewed by an abbott vascular clinical specialist. The report indicates that it was reported that a 5x30 absolute pro self-expanding stent was implanted, but upon placing the 4x40 armada 18 balloon for post-dilation, it was noted that the balloon was longer than expected. The provided media (cell phone photo) shows the balloon markers at the proximal and distal ends of the implanted stent, showing that the balloon is the same size as the implanted stent. While the photo shows that the deployed 5x30 absolute pro self-expanding stent and the 4x40 armada 18 balloon are the same length, a cause for this cannot be determined by the provided media. Although it is reported that the balloon was longer than expected, the dimensions of the returned device (armada 18 4.0mm/40mm/90cm otw) were analyzed to show that at nominal pressure, the balloon measured 40.3mm in length which is within spec for the device. Potential causes for the device appearing to be longer than the indicated size on the label include, but are not limited to, inflation difficulties, anatomical conditions, angle of the imaging, or use technique. In this case, a conclusive cause for the reported complaint could not be determined since the complaint could not be confirmed during return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.